Event description:
Patient reported left side "rupture, they thought they had appendicitis." Healthcare professional reported left side "rupture." Healthcare professional later reported "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts." The reported events of "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts" are not consider device related. Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported capsular contracture, rupture and malposition was reviewed on june 09, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation-ndr: not applicable as the event is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "rupture, they thought they had appendicitis." Healthcare professional reported left side "rupture." Healthcare professional later reported "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts." The reported events of "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts" are not consider device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical damage. ¿ inflammation/irritation-ndr : not applicable as the event is not related to the device. ¿ cyst-ndr : not applicable as the event is not related to the device.

Event description:
Patient reported left side "rupture, they thought they had appendicitis." Healthcare professional reported left side "rupture." Healthcare professional later reported "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts." The reported events of "pancreatic fatty infiltration with slight ill-defined appearance of the pancreatic head that may represent pancreatitis", "subcutaneous thickening seen in the ventral pelvic wall, likely scarring or inflammation", "two small cystic signal structures in the left hemipelvis measuring up to 20mm likely represent ovarian cysts" are not consider device related. Device has been explanted.

Event description:
Patient reported left side "rupture, they thought they had appendicitis." Healthcare professional reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.